Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-lead fixation-MRI: upn: (B)(4), model: sc-4319, serial: null, batch: 23543448.

Event description:
It was reported that the patient was experiencing a loss of stimulation therapy due to lead migration. The physician performed a revision procedure to reposition the lead and replace the clik anchor. The patient is doing well post operatively and fully recovered.

Manufacturer narrative:
Device technical analysis: visual inspection of the returned clik x MRI anchor sc-4319 lot number 23543448 revealed a torque wrench was inserted into the setscrew and anchor was locked down on multiple test leads. Investigation conclusion: the investigation concluded that the event of patient experienced loss of stimulation due to lead migration was not confirmed. The device exhibits normal device characteristics through device analysis therefore the most probable root cause is no problem detected. Additional suspect medical device components involved in the event: product family: scs-lead fixation-MRI, upn: (B)(4), model: sc-4319, serial: null, batch: (B)(4).

Event description:
It was reported that the patient was experiencing a loss of stimulation therapy due to lead migration. The physician performed a revision procedure to reposition the lead and replace the clik anchor. The patient is doing well post operatively and fully recovered.